Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint was received at medtronic¿s quality laboratory loaded inside the delivery catheter system (dcs). Visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were severely dehydrated. Leaflets were stiff and exhibited signs of severe creases. As received, all leaflets were in a partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. No gross deformation such as kinks or bend were observed on the frame. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being loaded inside the dcs for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, a bent strut with a capsule bend was reported during loading. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011404207); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: 0011399819); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded twice prior to attempted use. The valve had a bent strut with a capsule bend, therefore the valve was re-loaded. A pre-implant balloon aortic valvuloplasty (bav) was performed. On the first deployment attempt, prosthesis frame infolding was observed after 2/3 of the valve was deployed. The valve was recaptured and removed from the patient. A new valve was used for implant. No adverse patient effects were reported.